Event description:
It was reported to baxter (B)(4) that four intermate sv 200 devices were leaking during filling. This is report number 2 of 4. The devices were being filled with saline when the leaks were observed. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic incisional hernia procedure the surgeon was using the device and the active broke off into the patient. The piece was removed through the trocar. There was contact with metal (clips) during activation. They completed the procedure with a new like device. There was no patient consequence reported.